Event description:
It was reported the coblator ii surgery system was taken out of svc after the facility experienced an increase in post-operative rebleeds. Facility is unsure if this issue is attributed to the device. No other info concerning specific events was provided.